Manufacturer narrative:
A clinical review completed by stryker concluded it is unknown if the device caused or contributed to the reported outcome. There is insufficient data within the file to determine the impact of the device use. Review of the pco file reveals two intervals, 9:57:09-9:57:22 and 9:59:55-10:00:24, where CPR stopped and simultaneously, lead-off occurs. No ECG was available during those periods to analyze. Because the ECG was unavailable during those times, it is unknown if the patient was in a shockable rhythm during these durations. Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device did not deliver defibrillation energy twice during patient use. The customer advised after the device charged there was a disconnect between therapy cable and therapy pads. The patient associated with the reported event is deceased. It is unknown if the device did or did not cause or contribute to this event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified but was unable to duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted stryker to report that their device did not deliver defibrillation energy twice during patient use. The customer advised after the device charged there was a disconnect between therapy cable and therapy pads. The patient associated with the reported event is deceased. It is unknown if the device did or did not cause or contribute to this event.